Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was not possible to pass the aortic arch. Three attempts were made and were not successful. The physician changed the access route using another dcs, however, an aortic rupture was noted and the patient expired.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the dcs handle appeared intact with all mechanisms functioning to move the capsule as intended. The free edge of the capsule seated flush against the distal tip when fully advanced. A void (white mark) was noted on the distal end of the capsule. The void indicated that a delamination has occurred between the nitinol capsule frame and the outer polymer. The location of the void was consistent with the area of the capsule's lowest bending strength and likely occurred due to the bending force applied to the capsule as a result of the advancement issues. The inner member shaft was noted to be kinked in three locations. The origin of these kinks cannot be determined. Given that the reported information did not mention kinking damage to the dcs and the shipping configuration of the dcs, it is possible that the kinks occurred during shipping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.